Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was having multiple high and low blood glucose alerts with her sof-sensor continuous glucose monitoring system. Customer stated that when she checked her blood glucose, she was fine. Customer stated that the alerts were disrupting her sleep and generally frustrating her. Customer stated that she calibrates around 10 times a day. Customer stated that she had a recent low blood glucose of 30 mg//dl. Customer stated that she was sick and vomiting, so she did not hear the low alert go off. Customer declined to be transferred to the helpline to troubleshoot. Customer stated that she stopped wearing the sensor yesterday because she was tired from all the alerts. Customer also stated that she is pregnant.